Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately three months after device system implanted. The cause of death has been requested and will not be received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. Evaluation summary: (B)(4) - the device was returned, analyzed and no anomalies were found. (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted the proximal conductor was distorted, all conductors were stretched, the helix/lobe was distorted/bent, there was blood in/on the helix lobe/mechanism, the lead was stretched and there was apparent explant damage.